Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (2.000.0 mcg/ml, 1.099.1 mcg/day), clonidine (1.265.5 mcg/ml, 695.5 mcg/day), bupivacaine (17.9 mg/ml, 9.837 mg/day) and dilaudid (8.2 mg/ml, 4.5063 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain, joint pain/arthritis, degenerative disc disease, and lumbar radiculopathy. It was reported that in 2014, the pump and catheter were not working. There were volume discrepancies, where more drug was being taken out of the pump at the refills than expected. Then there was a motor stall noted on (B)(6) 2015. The pump was replaced. No symptoms, troubleshooting, or cause of the issues were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.